Event description:
It was reported that the user accidentally fell on the ilet and subsequently experienced recurring alert 42 indicating a motor current sense failure during a supply change, with multiple alerts approximately 10¿15 minutes apart and an inability to proceed during a rewind attempt; the device was replaced and the user had backup therapy available, while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no change to glycemic status, no injury, and no hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. Fields corrected: h6 investigation findings and investigation conclusions.